Event description:
Medtronic received information that this transcatheter bioprosthetic valve exhibited minor stent fracture as observed on fluoroscopy at 6 month follow up. No intervention has been performed. No adverse pt effects have been reported.

Manufacturer narrative:
(B)(4). Device history reviewed. Device history review found the product met specifications when released for distribution. Cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.